Manufacturer narrative:
The reported complaint of a catheter leak was confirmed during functional testing. During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial 1 balloon. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial 1 balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 185455.

Event description:
A quattro catheter (lot #unknown) and a start-up kit (suk) were utilized in an ivtm therapy to induce hypothermia for a post-cardiac arrest patient. The quattro catheter was inserted into the patient's right femoral vein, and the catheter insertion was smooth. During the maintenance phase of the treatment (12 hours after the initiation of the therapy), the customer noticed that the saline level in the 500-ml saline bag was decreasing. The customer observed the issue before the system displayed any air trap alarm. The customer knew that around 200-250 ml of saline was circulating in the closed-loop system. There were no traces of saline on the floor, the patient's bed, or the console. The customer performed a catheter leak check per the zoll's instructions for use (IFU) and concluded a catheter leak. The customer suspected that around 200 milliliters of saline had been infused into the patient's bloodstream. The customer removed and disposed of the first catheter and replaced it. There was no issue with the suk, but the customer discarded the suk and saline bag based on hospital protocol. The second quattro catheter (lot # 185455) was smoothly inserted into the patient's right femoral vein. About 10 hours after the placement of the second catheter, the customer noticed that the saline level in the 500-ml bag was decreasing again. The customer observed the issue before the thermogard system generated an air trap alarm. There were no traces of saline on the floor, the patient's bed, or the console. The customer performed a catheter leak check per the IFU again, concluded a catheter leak, and suspected infusion of about 150 milliliters of saline into the patient's bloodstream. The second catheter, saline bag, and suk were also replaced. The suk had no problems but was changed based on hospital protocol. There were no traces of saline or any issues with the thermogard console, but the customer elected to continue the treatment with another console. No patient injury was reported. MFR #3010617000-2023-00888 for the first quattro catheter (lot #unknown).